Event description:
A surgeon reported a patient experiencing poor vision and glare following intraocular lens (iol) implant surgery. The surgeon reported the patient's visual acuity had improved with time, but the glare had continued. A yag laser procedure was performed and the glare became worse. The surgeon reported the patient had a lasik procedure performed by a different physician. The surgeon was unwilling to return the questionnaire.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/11/2009, 06/12/2009, 06/19/2009, 06/24/2009, 06/29/2009, 07/01/2009 and 07/02/2009 by phone, fax, and mail. The surgeon was unwilling to return the questionnaire.